Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial knee procedure that the inserter/extractor will not grasp the femur and appears to bottom out before doing so. It was discovered at the back table. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the instrument didn't show much use. Dimensions were conforming on both opening and closing positions. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Technician evaluation confirmed no issue with the function of the instrument as the dimension was passing on both closed and open positions. However, it is unknown why the instrument fails to hold the femur implant during the surgery. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.